Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately. The medical surveillance specialist (mss) spoke with the patient's mother on (B)(6) 2011 and obtained the following information: the patient tests four to six times a day and manages his diabetes with humalog insulin (administered via insulin pump) based on both food intake and the result obtained with the subject meter. The patient's mother confirmed the alleged issue began in (B)(6) 2011; however, date and time are not known. Several minutes prior to the start of the alleged issue, the patient's mother confirmed the patient was experiencing symptoms of low blood glucose (confirming he was shaky and hungry). Prior to the onset of his reported symptoms, the patient's blood glucose result (with the subject meter) is not known and the patient's mother denied the patient made any changes to his diabetes management, meals, and/ or activity level before his symptoms began. The patient's mother confirmed and clarified after the alleged issue began the patient tested his blood glucose three times (within a span of 20 minutes) and obtained blood glucose readings between "180-190mg/dl". The patient's mother clarified that the patient's reported blood glucose readings were reading higher compared to the patient's symptoms. After the patient's third test with the subject meter, the patient's mother clarified the patient performed a quality control test that did not pass (control result is not clear). The patient soon after rested his blood glucose with the subject meter and a new vial of test strips and obtained a reading of "50mg/dl", a result the patient's mother stated correlated more with how he was feeling. The patient's mother corrected and clarified the patient immediately administered self-treatment by consuming food and within five to ten minutes he began to feel better. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptoms started before the alleged issue first began. The patient administered self-treatment with food and did not receive any other forms of medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.